Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received radiation therapy to the back which caused the implantable pulse generator (ipg) to reset twice to full power on reset (por). It was not until the patient had a routine evaluation, that a healthcare professional interrogated the device and discovered the device was set to full por. The device was reprogrammed to the original parameters. No patient complications have been reported as a result of this event.